Event description:
The consumer's daughter alleges her mother fell out of the chair and broke her hip when the left front caster fell out.

Manufacturer narrative:
A distributor was contacted by the daughter of a woman who fell out of her manual chair due to a front caster allegedly falling out. This resulted in the woman allegedly breaking her hip. The distributor sent a technician out to inspect the chair. The technician reports that incorrect hardware had been utilized from an unknown source on the wheelchairs head tube. Information indicates the chair was not properly maintained. MDR filed based on alleged serious injury.